Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch maj377 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle pulled off. The procedure was extended by an unknown amount of time. There were no patient consequences reported.